Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that caused non-sustained ventricular tachycardia (nsvt) episodes. The right ventricular (rv) lead is a non-boston scientific product. It was noted that the ICD will be upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The health care professional (hcp) wanted to know if they should replace the lead as well. Technical services (ts) recommended lead replacement. The device remains in use. No adverse patient effects were reported.